Event description:
Nurse reported that pt had nausea, vomiting and dizziness, 30 minutes into a routine hemodialysis treatment, lips turned blue and pt had difficulty breathing. Pt admitted to hospital ICU and treated with anaphylactic protocol and symptoms resolved. Nurse states this was the pt's first treatment with car-170-b. Pt continues dialysis with nxstage medical car-124 and another manufacturer's dialyzer with a different membrane. No other medical intervention required.

Manufacturer narrative:
There is no evidence of a device malfunction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Facility staff attributed the pt's symptoms to a possible dialyzer reaction. The pt continues hemodialysis with a dialyzer from another manufacturer without further symptoms. This report is considered closed. No add'l info will be provided.